Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Other UDI: UDI: (B)(4) lot number unknown. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). 510k# unknown: without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during implanting a screw the screwdriver shaft stardrive broke. The patient was not injured and the outcome is good. There was a delay of 30 minutes as the assistant had to leave the surgery to look for another box. There was no patient harm and all fragments were removed. There was no other medical intervention required. Complaint involves 1 part. Concomitant reported part: 1x unknown screw. This report is 1 of 1 for (B)(4).